Event description:
It was reported that the left ventricular lead capture threshold was greater than 3.6 v, 1.0 ms. Attempts to reposition the lead were abandoned due to target vein stenosis. The lead was removed and not replaced. The left ventricular port of the patient's pulse generator was plugged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.